Event description:
Sales consultant reported, on (B)(6) 2013, that a helical blade inserter had a screw break off its back end. When the screw broke during procedure, it fell onto the floor it was reported that there was no direct patient involvement or surgery delay. The procedure was completed successfully using an alternate instrument. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Device was used for treatment, not diagnosis. Placeholder.